Event description:
Material#: 382537. Batch#: unknown. It was reported by the customer that there are issues with 18ga 382544 and 20ga 382537 caths retracting. Verbatim: rcc received a complaint via email. Email(s) attached. Our clinical customers are reporting that there are issues with 18ga 382544 and 20ga 382537 caths retracting. We are providing picture of the 18ga packaging for one of these caths. We are unsure if this issue is specific to certain lot #¿s, or wider spread; to gain better understanding we have asked our clinical partners to provide physical examples of the product, so we have a better understanding if this is a more widespread issue.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.